Event description:
It was reported that the cylinder strength of this inflatable penile prosthesis (ipp) was weak. A surgical procedure took place to add saline to the reservoir. No device components were removed. There were no patient complications.